Event description:
Reportable based on media analysis completed on 27apr2023. It was reported that a kink occurred. The patient presented with calcified three vessel disease. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After pullback was completed and the device was being removed, resistance was encountered. Once the device was outside the patient, it was noted to be kinked. The procedure was completed with another opticross catheter. There were no patient complications reported. However, media analysis revealed tip detachment.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual and microscopic inspection noted kinks in the sheath assembly. The device returned with the imaging widow cut in the distal section. The cut section of the imaging window was not returned for analysis. Analysis of a photo provided by the site showed the imaging window was bent and the tip was detached. The reported complaint was confirmed.

Event description:
Reportable based on media analysis completed on (B)(6) 2023. It was reported that a kink occurred. The patient presented with calcified three vessel disease. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After pullback was completed and the device was being removed, resistance was encountered. Once the device was outside the patient, it was noted to be kinked. The procedure was completed with another opticross catheter. There were no patient complications reported. However, media analysis revealed tip detachment.

Manufacturer narrative:
Initial reporter address 1: (B)(6). The device was not returned for analysis. Analysis of a photo provided by the site showed the imaging window was bent and the tip was detached.